Event description:
Discrepant values on two different blood glucose devices. It was reported meter read 187 mg/dl and customer took insulin when one hour after a different test read 68 mg/dl. It was reported meter read 193 mg/dl and took insulin when one hour later, a different test read 76 mg/dl. No other treatment was sought or reportedly received. Controls were reportedly used and found to be within acceptable range. A request was made for the return of the suspect device and replacement product was sent.